Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient has been maintaining cooling target of 36c on arctic sun device until recently. Now the patient was 36.4c. The flow was good and water was 31c. Nurse was occasionally getting an alert stating the patient is not maintaining target. Nurse confirmed alert 113 (reduced water temperature control). Chiller temperature (t4) was 4.2c. Mixed pump command was 100 percent. System hours was 1793.8. Pump hours was 1594.9. Mis explained device needs to go to biomed labeled with not cooling. Nurse was not sure if they have another device. Mis advised they should use another means of cooling if unable to locate another device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was not returned for evaluation. The device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient has been maintaining cooling target of 36c on arctic sun device until recently. Now the patient was 36.4c. The flow was good and water was 31c. Nurse was occasionally getting an alert stating the patient is not maintaining target. Nurse confirmed alert 113 (reduced water temperature control). Chiller temperature (t4) was 4.2c. Mixed pump command was 100 percent. System hours was 1793.8. Pump hours was 1594.9. Mis explained device needs to go to biomed labeled with not cooling. Nurse was not sure if they have another device. Mis advised they should use another means of cooling if unable to locate another device. Per additional information received via biomed on 15nov2022, biomed received device and it was determined to be a bad mixing pump, biomed would order and replace on site.